Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half height matrix drawer 2.2 exhibited a faulty sensor, as the drawer was not recognized as closed even when it was closed. The drawer also failed to open intermittently. Customer reported that the issue began while medications were dispensed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer 2.2 was failed and had faulty sensor. A field service engineer replaced the latch sensor on drawer 2.2 and verified proper operation by testing in test mode. The fse then had the customer perform inventory from the drawer successfully. The system functioned as intended after the field service engineer repaired the device.